Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified atrioventricular of right coronary artery (rca). After performing debulking with a 1.5mm rota burr, predilation was performed using a 2.75mm flextome cutting balloon. Then a 20 x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion. Another attempt to cross was made using a guidezilla¿ guide extension catheter as back up however, both the stent and the guide extension catheter failed to cross the lesion. The 20 x 2.50mm promus premier¿ stent was removed from the patient and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified atrioventricular of right coronary artery (rca). After performing debulking with a 1.5mm rota burr, predilation was performed using a 2.75mm flextome cutting balloon. Then a 20 x 2.50mm promus premier stent was advanced but was unable to cross the lesion. Another attempt to cross was made using a guidezilla guide extension catheter as back up however, both the stent and the guide extension catheter failed to cross the lesion. The 20 x 2.50mm promus premier stent was removed from the patient and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.